Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The service technician was not able to verify the reported "hw fault 19 alarm" and "svhp relief alarm" problem. The unit passed 50.5 hours of extended testing, passed the circuit leak test 50 times at different angles with a flow of 9.4lpm, passed the initial final test and the initial alarm volume test. Service was unable to duplicate the reported problem during testing and evaluation. The alarm board p/n 32073-001 will be replaced as a precaution.

Event description:
The customer reported to vyaire medical that the revel ventilator experienced hardware fault 19 alarm (internal failure condition) and safety valve high pressure relief alarm (svhp relief). At this time, there is no information about patient involvement.